Event description:
On november 16, 2011, additional information was received when the psychiatrist's nurse later stated that the patient is a non-responder to vns. She stated that it was hard to say if the vns was related to the suicide thoughts. She said that the patient has always thought about suicide even before vns. The patient is disappointed that the vns is not working for her and it is hard to say if her depression is worsening or not said the nurse. The nurse also stated that the patient has had ect (electroconvulsive therapy) for depression.

Event description:
On (B)(4) 2011, a vns treating physician reported that the vns patient had a mild suicidal gesture on (B)(6) 2011 with obviously no intent, a purely manipulative gesture. The physician also reported that the suicide gesture was a minimal medical threat to life and the patient has mild suicidal tendencies. A battery life calculation was performed using the programming history available which revealed 3.38 years until eri=yes. The patient was last programmed to output=2.5ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=3min/magnet output=0ma/magnet pulse width=500usec/magnet on time=30sec on february 8, 2011. A system diagnostics test also from that day showed output=ok/lead impedance=ok/dcdc=2/eri=no and a normal mode test showed output=ok/lead impedance=ok/dcdc=5/eri=no. Good faith attempts were made for additional information from the physician but no further information has been received to date.

Event description:
On (B)(6) 2011, additional information was received when the vns treating psychiatrist reported that the suicide gesture occurred sometime at the end of (B)(6), beginning of (B)(6) 2011 and the patient had what was a manipulative gesture where she cut herself above the knee several times. This was in response to the patient's mother and sister wanting to go the beach when the patient did not want to go. The physician reported that there is no relationship between the patient's suicidal gesture to vns. There were no interventions taken; the patient has had frequent thoughts of not wanting to live without plan or intent since prior to the vns implantation. The physician stated that the patient has not had any significant change in regards to thoughts of suicide since vns was implanted. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the suicidal gesture. The physician again reported that the patient has a history of suicidal ideations (passive) and the patient's self-inflicted injury is likely not associated to the vns settings.